Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Multiple boluses were program. All boluses were properly delivered and recorded in history and daily totals. No loss of information noted. Pump error 25 and low battery alert due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump internal battery did not hold the charge. Customer blood glucose level was unknown. The device will be returned for analysis.